Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified media that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately 10mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination found no damage or issues with the blades of the device. All blades were intact and fully bonded to the balloon material. No issue was observed with the tip or markerbands of the device which could have contributed to the complaint incident. A visual and tactile examination found the shaft of the device to be severely stretched/damaged beginning approximately 170mm distal of the strain relief and extending approximately 23mm distally along the shaft. This type of damage is consistent with excessive tensile force being applied to the delivery system. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 08dec2020. It was reported that balloon did not inflate. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 5.00mm/ 2.0cm/ 90cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon could not inflate when a positive pressure was applied. The procedure completed with a different device. No patient complications were reported. However, device analysis revealed a balloon pinhole.